Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
It was reported that during a hip fracture procedure, the surgeon was reaming with the 5.0 mm flexible shaft and flexible shaft connector when the connector fell apart. All pieces were retrieved. It was noted that the flexible shaft tip was bent. The surgeon selected another connector and flexible shaft and completed the procedure. This is report 2 of 2 for this event.

Event description:
This is report 2 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.